Event description:
It was reported that a solution set experienced a no flow. This occurred during an infusion to a cat for kidney treatment. The reporter stated that the set was very stiff, making it difficult to move the wheel of the roller clamp. The reporter also stated that when the roller clamp was moved, the stiffness of the set caused the tubing to become crimped and flow could only be restored by manipulating the set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.